Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. It was recommended to replace the electronic module and the pneumatic module. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit did not switch on. There was no report of patient involvement.